Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 46 mg/dl. Suspected cause was due to customer not consuming food quick enough and customer typically experiences low bgs during the night. Carbohydrates and juice were consumed to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.